Manufacturer narrative:
Unexpected battery power loss and unable to charge/c61 battery dead not found during testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was 167 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insert battery alarm even after inserting new battery. The device will be returned for analysis.